Manufacturer narrative:
Section a3;a4: patient gender and weight were requested but not provided. Manufacturer's investigation conclusion: the reported event of an alarm red light/alarm on the universal battery charger (ubc) (serial number: (B)(6)) was not confirmed. The returned ubc was evaluated at service depot with no issues observed. The returned ubc successfully charged test 14v batteries in all four charging pockets with no atypical alarms or error codes produced. A full functional checkout was performed and the unit passed all tests. There was no damage observed on the contacts of the ubc slots. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that (B)(6) was manufactured in accordance with manufacturing and qa specifications. The universal battery charger was shipped to the customer on 03oct2021. The heartmate ubc instructions for use (IFU) provides an overview of how to use and care for the ubc. Section 5, entitled ¿monitoring performance¿, covers all faults, including charger pocket faults, and the actions to take when a fault occurs. The heartmate 3 IFU section 7, entitled ¿alarms and troubleshooting¿, and the heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including faults that occur on the ubc, and the actions to take if the faults do no resolve. The heartmate 3 patient handbook section 4, entitled ¿living with the heartmate 3¿, explains that the system components, such as the universal battery charger, must be kept dry at all times. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight and gender were not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's battery was burned at the bottom; it was believed that the battery was wet when it was placed into the universal battery charger (ubc) charging slot which caused an electrical short. The ubc had a red alarm on the charging slot. A new ubc and battery were given to the patient. Related heartmate 14 volt lithium ion battery MFR#: 2916596-2021-06716.